Manufacturer narrative:
Device analysis report attached. This report is submitted on october 3, 2023.

Manufacturer narrative:
This report is submitted on september 1, 2023.

Event description:
Per the clinic, the patient suffers from vertigo and pain post-implantation. The device was explanted on (B)(6) 2021.